Event description:
Patient called lfs on 11/12/2002 alleging that their meter would not power on. Pt reported having blurry vision, feeling dizzy, and aching legs (date and time unk). Pt took their diabetes medication following the attempted use of their meter. Pt explained that they would test on their friend's meter or go to a clinic to get tested. Pt reported obtaining a "367 mg/dl" before calling lfs. Pt did explain that their friend's test strips were expired. As a result of not being able to test their blood glucose level, pt was seen in the e.r. (Unk date or time). No adverse event or serious injury occurred. Pt did not report if they were administered treatment at the e.r. For their diabetes. Patient reported attempted to resolve the meter issue with new batteries, however, the meter still did not power on. Patient could not locate their meter and was unable to provide the serial number. The customer service representative replaced the meter. Medical affairs specialist was unable to reach patient after several attempts. Mailed letter.